Event description:
It was reported that the threaded stud was found to be broken on the handpiece. No further information known. No patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.